Event description:
An eagle screw(s) backed out from the plate. Back out was noted during follow up approx 4-months after implant. The surgeon is watching the patient but is taking no action at this time. As events of this nature can result in the need for surgical intervention an MDR.